Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose. The customer experienced symptoms such as vomiting. Blood glucose at the time of the admission was unknown. The customer was wearing the insulin pump during the hospitalization. The customer mentioned the buttons on pump are sticking and hared to press. Troubleshooting was performed and customer was advised to replace the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. However, intermittent button response noted during testing due to flattened dome switch on the up and down arrow button, esc, act and express bolus button. Lcd connector was inspected and no anomaly was noted.